Event description:
During follow-up, noise leading to oversensing and episodes of automatic ode switch. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.